Event description:
It was reported via service that the weld on fowler broke at yolk mount. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Weld break on the fowler.